Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states crepitus. Rave alert received: ae term: arthrofibrosis. Update recvd 2/16/2016: clinical der states patient was revised to address arthrofibrosis. Rave alert received: ae term: pulmonary embolus- not device related per clinical. Update rec'd 03/14/2016 and 03/17/2016: the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised on (B)(6) 2016 to address pain. At this time the insert is being reported.

Manufacturer narrative:
Update recvd 2/16/2016- clinical der states patient was revised to address arthrofibrosis. Rave alert received: ae term: pulmonary embolus- not device related per clinical. Update rec'd 03/14/2016 and 03/17/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. The received medical records were reviewed by a depuy medical professional. It cannot be determined that the implants contributed to the reported events. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.